Event description:
The pressure indicator gauge on an inflation device would not move over the 18atm. Mark. There was no pt injury. The device has been disposed of by the end user and will not be returned.